Event description:
It was reported that there were 34 tubes of bd vacutainer® sst¿ blood collection tubes with foreign matter, 2 of those tubes were also dirty. 3 tubes had gel air bubbles and 2 tubes with scratches.

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure modes for fm / air bubbles with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm / air bubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the fm issue through CAPA#503254 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fm / air bubbles with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and fm / air bubbles was observed. Further investigation activities for the fm have been conducted through CAPA#503254 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA#503254 was conducted to document further investigation and root cause analysis relating to the fm. The investigation has identifed the most likely root causes and corrective actions are in the process of being implemented. Based on the investigation, a root cause could not be determined for the air bubbles. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 34 tubes of bd vacutainer® sst¿ blood collection tubes with foreign matter, 2 of those tubes were also dirty. 3 tubes had gel air bubbles and 2 tubes with scratches.